Event description:
Pt with a history of recent and significant infections including infection with a permcatheter which was left in when the life site was implanted and was on cipro and ancef treatment was hosptialized on 16 days later. The life site was working well at this point. 16 days later the buttonholes became red with pulent drainage and the lifesite was explanted.